Event description:
Unauthorized product return with no initial reported information. Received one endo gia universal roticulator 45-4.8 loading unit. Product ID (B)(4) and unknown lot number. Also received one dst series eea orvil 25 mm device. Product ID eeaorvil25 and lot number n5g0134x.